Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It reported that the lead exhibited undersensing. Lead dislodgement was suspected. The lead was explanted and replaced.